Event description:
Patient is requesting a different needle for her infusions. The ones that we have sent have caused her veins to blow. She has had 2 out of 3 infusion ends with at least one vein blown. No other information provided. Consent to contact the patient's ¿hep¿ was not asked all known information is contained on this form. Reported to (B)(6) by: patient/caregiver.